Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. Pt expired on the same day, 2008. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.